Event description:
It was reported the patient had an allergic reaction to tegaderm over their incisional revision area. Interventions included medical or non-surgical therapy. They used paper tape and were instructed on dressing changes. Keflex was given and dosing was being completed. On (B)(6) 2014, the patient was instructed on local wound care by bathing and soaking for at least 15 minutes and then using a soft terry cloth to remove the dead and scaling skin and any detritus. Etiology was a new illness or injury. The patient had oozing, erythematous area, and weeping. The outcome was ongoing. No outcome was reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information reported the event was due to surgery/anesthesia. The event was considered resolved without sequelae.

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0pc4h, implanted: (B)(6) 2014, product type lead. (B)(4).